Event description:
It was reported that the patient presented in clinic for device change out. The implantable cardioverter defibrillator (ICD) showed signs of premature battery depletion as it did not last as long as expected. The ICD was explanted and replaced. The patient was stable.